Event description:
Additional information was received indicating this rv lead was tested with a pacing system analyzer (psa) at the revision procedure and continued to exhibit low out of range pace impedance measurements. The lead header connection was also checked and no anomalies were noted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited oversensing and low out of range pace impedance measurements. Surgical intervention was taken to cap this lead and explant the device. A new system was successfully implanted. No additional adverse patient effects were reported.